Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 40mm distal of the proximal balloon bond. The rated burst pressure for this device as per specification is 14 atmospheres. A visual and tactile examination found the shaft of the device to be separated at two locations. The distal separation is located approximately 18mm proximal of the distal balloon bond and the proximal separation is located approximately 5mm distal of the proximal balloon bond. The separated middle section of shaft including both markerbands was not returned for analysis. The separated middle section of shaft including both markerbands was not returned for analysis. A visual examination found the tip of the device to be damaged.

Event description:
It was reported that balloon rupture occurred, and device fragment remained inside the patient. The 99% stenosed target lesion was located in the moderately tortuous left subclavian artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon first inflation. The device was removed without any problem, and the procedure was completed with a different device. After confirming the rupture on the balloon part, it appeared that there was no problem. However, there was a concern that there might have been damaged on the balloon part and a part remains inside the patient. There were no complications reported, and the patient was in good condition after the procedure.